Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort. The prosthesis size was the reason for revision. During procedure, it was found the corporatomy was open. The ipp was explanted and replaced. No further patient complications reported.